Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced tooth fracture ("so many broken tooth/disintegrating and crumbling in mouth/chipped teeth"), hyperaesthesia teeth ("teeth are super sensitive"), toothache ("teeth painful"), eating disorder ("eating difficulty") and alopecia ("alopecia") and was found to have weight increased ("50 pounds in only a year"). The patient was treated with surgery (surgery on (B)(6)). Essure was removed. At the time of the report, the medical device removal, tooth fracture, hyperaesthesia teeth, toothache, eating disorder and weight increased outcome was unknown and the alopecia had not resolved. The reporter considered alopecia, eating disorder, hyperaesthesia teeth, medical device removal, tooth fracture, toothache and weight increased to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: eating disorder, hyperaesthesia teeth, tooth fracture and toothache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media : reporter added. Event added a medical device removal and alopecia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.